Event description:
The customer reported that the system would not initialized (boot up). There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane, packplane mount and cpu board were replaced. The system was then found to working as intended.